Manufacturer narrative:
Device manufacturer city - cartago or haina. Address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or haina: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) clearlink continu-flo solution sets were disconnecting from the one-link needle-free IV connectors. The events occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three devices were received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional evaluation was performed by manually trying to dock the clearlink continu-flo solution sets to the one-link device. The one-link sample would not allow a secure fit even after swabbing the gland and male luer surfaces with an alcohol swab. The male luers of the primary 2c8537 sets were gauged per iso standards (international standards organization) and passed. The reported condition was not verified with regard to the primary 2c8537 sets. Should additional relevant information become available, a supplemental report will be submitted.